Event description:
Snap separates from the ECG electrode. This has occurred numerous times. This has significant implications to patient care. This is event #1 of 2 with the same lot number on the same emergency incident.